Manufacturer narrative:
During testing leakage from the disposable batteries was noted on the battery door and the printed circuit board of the device. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact to replace the lithium battery. No additional information was provided. This is not a reportable malfunction. However, during verification testing at the service center, leakage from the disposable batteries was noted on the battery door and middle printed circuit board of the device.